Manufacturer narrative:
Added information to section h6 (investigation findings)and h6 (investigations conclusions) h11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 7300tfx27 implanted in the mitral position was planned for a valve-in-valve procedure after an implant duration of approximately nine (9) years and seven (7) months due to stenosis with high gradients. As reported, the patient was recurrently admitted with congestive heart failure. The valve-in-valve was not performed due to high risk of neo-lvoto and no additional intervention was noted as to be planned.